Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Customer¿s blood glucose level was not impacted. Reportedly, customer continued to use the pump for insulin therapy.